Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. Insulin pump received with cracked reservoir tube lip noted.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Customer's blood glucose level was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.